Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for sensing integrity counters (sic) and non-sustained high rate episodes. It was noted that the patient was in gymnastics at the time of the alert. In addition, the lead exhibited t-wave oversensing (twos) on stored episodes. The parameters on the lead were reprogrammed and it remains in use. No patient complications have been reported as a result of this event.